Event description:
Resident found in bed on their left side between the siderail and tri-cell air mattress. Air mattress low from resident's body weight on left side/right side of mattress fully inflated-left side of resident's neck against side rail-unresponsive-no vitals.